Manufacturer narrative:
Findings: unit received with blank display due to moisture damaged at electronic assembly. Unable to verify critical pump error alarm due to blank display. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 365 mg/dl at the time of the incident. The alarm was not resolved. The customer treated blood glucose readings with a manual injection. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.